Manufacturer narrative:
Perivalvular leak (pvl) can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation as it remains implanted in the patient the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through medical records, edwards learned that a patient with a 21mm 8300ab aortic pericardial valve underwent a pvl closure procedure after an implant duration of approximately seven (7) months due to perivalvular leak (pvl). She was symptomatic. An 8mm amplatzer plug ii was used for pvl closure. An echocardiogram showed the leakage was markedly reduced. The patient was transferred to the pacu post-procedure.